Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of hematoma, inflammation, tissue damage (vascular injury), surgical exposure and extended hospitalization/delayed time to ambulation are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 arteriotomy closure of the left common femoral artery (lcfa) was achieved using a proglide device via a 6f after an iliac kissing-stent intervention. Reportedly, on (B)(6) 2017, an antegrade puncture of the lcfa with a 4f sheath was performed. There was a little pre-existing hematoma but an uncomplicated sheath removal. Manual compression was applied to achieve hemostasis at the end of the procedure. Initial angiogram showed normal appearance of the lcfa. Several hours later, a rapidly growing groin and scrotal hematoma with hemodynamic instability developed which required surgical evaluation of the groin. Reportedly, a blowout of the anterior wall of the lcfa was noted at the level of the puncture site which corresponded to inflammatory change secondary to the previous closure procedure. The surgeon described it as a longitudinal split. The physician reported that the procedural sheath caught on the existing proglide suture causing a tear. The level of anesthesia was changed to general and a blood transfusion was performed. Reportedly, the artery was successfully repaired. Hospitalization was prolonged, however, the patient was discharged to home. The physician is reportedly trained in the use of the proglide device. No additional information was provided.